Event description:
In 2009, the lay user/patient contacted lifescan, alleging the one touch ultra 2 meter read inaccurately high. The medical surveillance specialist was not able to contact the patient to obtain/clarify information. The patient mentioned results of 196, 204, 242, 309, and 256 mg/dl on the event day in the morning. He thought those readings were inaccurately high. The patient reported feeling shaky in the next day in the mid-afternoon. The patient said he did not take any action regarding management of diabetes due to the issue and did not receive any treatment due to the issue. The patient takes insulin for his diabetes and does not make adjustments to his insulin doses. The patient did not specify his insulin doses frequent of testing. The customer care advocate (cca) determined during the troubleshooting telephone call, the unit of measure was set correctly at the time of testing. Although details of the incident are unknown, this complaint is being reported because the patient alleged the readings were inaccurately high and suffered a symptom that may be indicative of hypoglycemia after the issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.